Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link hub of an one-link non-dehp microbore catheter extension set popped off as the set was not "tightened/bonded" on the hub properly. The device was used during a gastrointestinal laboratory procedure for a patient. The customer reported that they used the wrong sized set and should have used the standard microbore set instead. There was no patient injury or medical intervention associated with this event. No additional information is available.